Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue resolved with the adjustment of the collimator. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system gave a collimator initialization error when starting up the system. Several restarts did not resolve the issue. There was no patient present when this issue was identified.